Event description:
Pt during routine follow-up was found to have malfunctioning right ventricular lead, intermittent capture at maximum output with impedances greater than 3000 ohms. Sent for a chest x-ray and found to have externalization of right ventricular lead.